Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with decreased hv lead impedance. Possible dft will be discussed if fluoroscopy is inconclusive. No further information is available.